Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although a specific value was not provided. Customer addressed their bg with a correction bolus via pump. During troubleshooting with tandem technical support, the customer was using cold insulin and not removing air during the loading sequence. Customer was educated that this was off label usage. Customer changed their cartridge and resumed insulin deliveries.